Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain and discomfort at the implantable pulse generator (ipg) site while wearing a belt. Additionally, the patient had to charge the ipg frequently. The pocket site for the ipg was located in the abdomen. Therefore, the patient underwent a revision procedure during which the ipg was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, based off date of device implantation.